Event description:
It was reported that the implantable pulse generator (ipg) of the patient was no longer functioning as intended and the spinal cord stimulation (scs) leads had high impedances. The patient underwent a scs replacement procedure, was doing well postoperatively and the explanted devices were disposed by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6)/(B)(6). Batch: 21240868/21240868